Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) inspected the device and could not duplicate the alleged malfunction. The graphical user interface ( gui) led emitting diode (led)was replaced as a precautionary. The ventilator passed all the required testing.

Event description:
It was reported that a ventilator display was unresponsive during patient use. There patient was transferred to an alternate ventilator. There was no report of patient harm as a result of this event.